Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged possible over delivery anomaly. The customer blood glucose value was unknown at the time of event and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l.troubleshooting was performed for hypoglycemic event. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. Customer was advised to discontinue use of the device and the insulin pump will be replaced the insulin pump. No further patient complications were reported. No product return is required for mmt-397a, mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08665 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. The pump history file lists one (1) bolus on the event date, 8/11/2025, listed below: 08/11/2025 04:24:45.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 39000 (3.9 u) bolusamountdelivered: 39000 (3.9 u). There were no auto suspend events on the event date, 8/11/2025. Please see below for the user suspend on the event date, 8/11/2025: 08/11/2025 07:15:33 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). 08/11/2025 13:52:28 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). 08/11/2025 21:25:34 insulindeliverystopped reasonforinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.